Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. However, no information to suggest the procedure has been performed yet. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient was diagnosed with stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 8 years. The patient was being evaluated to undergo a transcatheter valve implant inside the subject stenotic device, as part of a clinical trial. No information that an intervention has yet taken place.